Manufacturer narrative:
(B)(4).

Event description:
The customer reports: during insertion, the guide wire was bent and did not pass anymore. The md took out another new product and finished the procedure.

Manufacturer narrative:
Qn#(B)(4). The customer returned a cvc kit containing a spring wire guide (swg) within its advancer tubing, catheter, two dilators, and other components for evaluation. Visual inspection of the swg revealed one kink in its body. Signs of use in the form of blood were present in the catheter extension lines. Microscopic examination of the swg confirmed the kinks and that both welds were in place. No other defects or anomalies were observed in the other returned components. The kink in the swg body was measured at 410 mm from the proximal weld. The total length of the swg measured 453 mm, which is within specifications of 437.5-462.5 mm per swg graphic. The outer diameter of the swg measured 0.444 mm which is not within specifications of 0.51-0.55 mm per swg graphic. The swg was inserted into the returned 20 ga introducer needle, the returned catheter, and both returned dilators to functionally test. The swg passed through all four with minimal resistance. A manual tug test confirmed that both the distal and proximal welds were intact. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user, "do not apply excessive force in removing guide wire or catheters. If withdrawal cannot be easily accomplished, a chest x-ray should be obtained and further consultation requested." The report that the guide wire kinked during use was confirmed through examination of the returned sample. The guide wire multiple kinks in its body. A device history record review based on sales history did not identify any manufacturing related issues. The diameter of the swg was found to be out of specification so a non-conformance was issued to further investigate. It is unknown if the smaller diameter led to the wire kinking. The probable cause of this complaint cannot be determined based on the sample investigation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: during insertion, the guide wire was bent and did not pass anymore. The md took out another new product and finished the procedure.